Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed. Crease folding of implant: observed. Additional observations: crease fold observed. Wear abrasion observed. Brown particles inside of the device. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported right side rupture. The device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture diagnosed by ultrasound. The device has been explanted and replaced with a non allergan product.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Visual analysis of the photographs identified: -rupture: no, observed openings in the device. - crease/ folding of implant: unable to confirm as it is a medical event not related to the device. The device in the photo labeled left is the rupture and the other without labeled appears to be intact. It is not possible to determine the lot number or catalog through the photos provided.